Manufacturer narrative:
Service and repair evaluation: the customer reported the distal metal part of the depth gauge broke. The repair technician reported the tip broke off the depth gauge. Tip broken is the reason for repair; however, the item is not repairable, per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. Product investigation summary: one (1) depth gauge for 2.0mm and 2.4mm screws was returned for investigation. The device was received in multiple pieces. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The hooked needle stem of the device is broken off at the base of the black body; the broken piece is approximately 75mm in length. The handle has various marks and scratches; the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing/dropping heavy instruments on top of the device during the sterilization process. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system, and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The relevant drawings were reviewed with no issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm, and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard, which is an appropriate material for an instrument component of this type. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair record review was attempted for the complaint device. The review could not be completed because the device is a lot/batch controlled item. Therefore, a device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. Manufacturing location/supplier: (B)(4). Release to warehouse date (manufacturing date): july 2, 1999. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the distal metal portion of a depth gauge broke off from the plastic proximal portion during a distal radius procedure on (B)(6) 2016. The broken device was easily removed with no pieces remaining in the patient. The procedure was completed with a twelve (12) minute surgical delay. The patient's post-operative status was noted to be "fine." This report is 1 of 1 for (B)(4).